Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that an infusor lv 2 device over-delivered during patient use. The device infused an unknown patient with 3750 milligrams 5-fluorouracil in 192 milliliters of nacl in 48 hours instead of the expected time of 96 hours. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of an over-infusion. The root cause could not be determined. This device is a single use device and was discarded. Batch review determined that a nonconformance report was documented for this lot, but the issue did not contribute to the reported / confirmed problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.